Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was replaced to resolve the issue. H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was replaced to resolve the issue.